Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. B3 unknown, h3: device has not been returned to manufacturer.

Event description:
It was reported that the pump exhibited a battery communication timeout. It is unknown if there was patient involvement, no adverse patient effects were reported.

Manufacturer narrative:
Date returned to mfg: 1/3/2024 one device was returned for evaluation. Visual inspection revealed a crack on the right plunger case. Event history log confirmed a base hardware failure. Functional testing was able to replicate the reported issue; base hardware failure was found a power up. The root cause was determined to be a combination of interconnect board and main pcb. The interconnect board and main pcb were replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.